Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stuck button alarm. The customer¿s blood glucose was 8.4 mmol/l. The customer was assisted with troubleshooting. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that the insulin pump was not exposed to a change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.